Manufacturer narrative:
All available information was investigated, and the reported single gripper actuation issue was not confirmed via device analysis. The reported unable to grasp leaflets and difficult to remove from anatomy during procedure could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and the returned device analysis, the cause of the reported single gripper actuation issue and difficult to remove from anatomy were unable to be determined. The reported unable to grasp leaflets was due to patient anatomy. The reported tissue injury was a cascading event of the of the reported difficult to remove from anatomy. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. An ntw clip was prepared per the instructions for use (IFU) and inserted without issues. However, while in the left atrium (la), one of the grippers would not fully lower. The clip was closed and reopened, and the gripper worked as intended. The clip was advanced into the left ventricle (lv) and grasping was performed. However, due to patient anatomy, the leaflets were unable to be grasped. After multiple attempts, it was observed one of the grippers was not lowering. Therefore, the physician decided to remove the clip. Upon removal, the clip became caught in chordae. The clip was removed from chordae, but tissue damage occurred. The procedure was discontinued, and mr remained at a grade of 4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.